Manufacturer narrative:
Medtronic investigation of returned suspect mvs interface cable finds that the continuity test failed due to an open between lemo pin 12 and connector j8 pin 3. Gbit and 100t tests passed. The reported event was confirmed to be caused by an electrical failure mode due to an open connection.as previously reported the mvs interface cable and green led cable were replaced to resolve the issue.

Manufacturer narrative:
No return requested. Replacement cable assy green led shipped to site. Medtronic investigation of returned suspect cable assy green led reported problem green line power indicator lamp on mobile view station (mvs) not illuminating when connected to ac power. Visual testing confirms the led does not illuminate when power is applied. Continuity testing confirms it is the led as the wires are good. Faulty led. Malfunction, led - electrical failure. Return requested. Replacement mvs interface kit shipped to site. Suspect device returned to manufacturer for analysis on 03/16/2016. Currently under analysis. On 03/08/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 03/22/2016 a medtronic representative, following-up at the site, reported replacing the umbilical cable resolved the issue. System check-out completed. Resolution: upon arrival, imaging system was plugged in, with umbilical connected. Battery charge indicator light was not illuminated, and x/ m indicator bars not scrolling. Upon start-up, motion battery indicators show batteries depleted, and system shuts down shortly after with critical battery message on pendant. Mvs power board is operational. No ac voltage measured at umbilical lemo connector. Mvs interconnect cable replaced per procedure. System charging appropriately. Mvs line power indicator light observed to be out. Replaced with trunk stock bulb. System checkout performed/ observed system operation during surgery. No further issues have been reported.

Event description:
A site representative reported their imaging system batteries were critically low. When they turn on the image acquisition system (ias) they get a "battery critically low" error message and the imaging system will not boot. There was no patient present when this issue was identified.